Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter displayed an ¿error 4¿ message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on (B)(6) 2016 at 8am. The patient manages her diabetes with insulin (self-adjuster). It is not known if the patient took any action in regards to her regular diabetes management regimen routine as a result of the product issue. Four hours after the start of the alleged meter issue, the patient claimed developing symptoms of ¿weak, no energy, fainting and painful finger tips.¿ on (B)(6) 2016, she claimed she consumed more food and drink in response to the alleged issue. At the time of troubleshooting, the csr noted that it was not the first time the product was being used. It was established that the test strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr noted the patient was using the correct testing process. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.